Event description:
The user's hearing performance is affected after a trauma. The user was found bleeding from the left auricle and the user mentioned experiencing pain coming from the inside of the left ear. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user's hearing performance is affected after a trauma. The user was found bleeding from the left auricle and the user mentioned experiencing pain coming from the inside of the left ear. Further information has been requested.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.